Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the exhalation valve but it did not fix the reported complaint.

Event description:
It was reported that during patient use a ventilator frequently generated a high minute alarm. The device continued to be used until a circuit check failed. The patient was transferred to a different ventilator. There was no patient harm/injury reported as a result of the event.

Manufacturer narrative:
Covidien reference number: (B)(4).

Manufacturer narrative:
(B)(4). Although medtronic was not authorized to conduct a failure investigation, the third party returned a solenoid valve. Investigation was performed and root cause could not be identified.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.